Event description:
Caregiver reports that end-user's skin presented with large (1cm) clear/yellow fluid filled blisters and a 'red weepy' rash under wafer's tape border. Product has been in use for 7 to 8 months.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that stomahesive powder was being used, but was discontinued from use when yellow crusty material was noticed during appliance change. End-user was advised that the power is a drying agent used to help appliance adhere when skin is moist and the formation of a crust or crusting is normal. End-user was seen by primary care physician who referred him to a wound care center. The wound care center did not make any treatment changes or recommendations. End-user was advised to visit a dermatologist who might be able to determine the underlying issue. In addition, end-user was advised that given the complex medical history ensure to provide the doctor with a very complete and detailed history, and to remove the appliance during the examination so that the affected site is visible. Samples have been sent to end-user. Lastly, end-user was advised to perform patch testing on new products away from stoma before use. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.